Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnostic test system and meet the specifications. All alarm functions were tested successfully and no malfunction was observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Nothing unusual was found in the history. All programmed basal and bolus rates were delivered successfully. The adapter and battery cover passed the optical inspection. The reference infusion set samples were visually inspected and tested for flow and leak. All test results were within specifications.

Event description:
On (B)(6) 2012, the pt reported she had been experiencing elevated blood glucose levels between 349-557 mg/dl. Her normal blood glucose range is 180-200 mg/dl. The pt has been bolusing before meals and calculating the amount of insulin to bolus on her own. She has changed her overnight hourly basal rate to 0.8 units of insulin. The pt switched to her backup infusion device and follow-up revealed that her blood glucose levels had returned to normal. The pt thinks her primary infusion device was the cause of the hyperglycemia. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, adapter, infusion set, and insulin cartridge were requested to be returned for product evaluation.